Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the laparoscopic cholecystectomy with the otv-s300 and ltf-s190-10, an endoscopic image disappeared. The problem was resolved after the user reconnected the ltf-s190-10 to the otv-s300 and restarted the otv-s300. The user completed the procedure by using the device. There was no report of patient injury associated with the event. This is a report for ltf-s190-10.

Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was possibility that this phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center.